Manufacturer narrative:
The hospital biomed replaced the ez change valve to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4). No patient information provided to date after calls to customer (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.